Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was confirmed via product. The probable cause was a defective transmitter. A review of the share log was performed. However, the alleged product is not present within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.